Event description:
It was reported that during a percutaneous coronary transluminal angioplasty procedure, the pt2 guide wire "broke inside the coronary". The procedure outcome, pt complications and pt status were not reported. Add'l info has been requested, but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.